Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9220 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in the hospital and they needed tech support because they were trying to charge the patient's implant so the patient could get an MRI but they were having problems with the recharger. The caller further clarified and stated they'd been charging the implant for 20 minutes, and it never went to 10%. The caller said the recharger would beep and that the recharger power button would go orange. They said they looked at page 38 in the manual and did a recharger reset, but it didn't seem to resolve. Patient services walked the caller through pairing the handset and communicator (they paired immediately) and the caller was able to connect to start a charging session of the implant. They were in open loop charging with 'high, medium, low' numbers at the bottom of the screen. The caller said the patient had been on this screen for around 20 minutes previously. Patient services reviewed charging considerations and how emi could interfere with the patient's charging. The patient's daughter said that the patient was in the hospital and on the bed, and the patient couldn't really be moved to another location to try charging elsewhere. The caller admitted the patient had had the communicator powered on previously and suggested that the communicator being on might have been part of the problem, but they confirmed that the communicator was off now. The caller said the other "part of the problem was that the doctor had put the implant in deep, so it was more difficult to find the implant. Patient services asked the caller and the patient if they could feel the ins under the skin and to make sure they weren't near any metal. The caller and patient confirmed they thought they were over the ins site. They could see the middle number being higher as the call went on. The caller was concerned because the patient had not used the device in 3 years. Patient services reviewed the implant battery would last for 15 years and reviewed with the caller that if the battery was very low and in open loop charging, it may take a little bit of time to get to closed loop charging and 10% charge. The caller stated the hospital wanted the patient charged to 100% in order for the patient to get an MRI. The caller and patient were still charging at the call's end. The caller and patient were going to continue charging and call back if they had any further questions or needed assistance.